Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by walking them through a pump reset, after which the issue was resolved, and the customer successfully started their sensor session.